Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that she is in the hosp due to a surgery on her neck. Troubleshooting was performed. The customer was able to rewind the device, however, the displacement test did not pass. Advised the customer to use a back up plan until the replacement of the insulin pump arrives. No further info was provided.